Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had some problems with his blood glucose levels. He stated that he did not think that he received enough insulin when he ate. He noted that he did not think that the estimate value provided by the bolus wizard was wrong; he just wanted to verify that the carbohydrate ratios were correct. He also observed that his high blood glucose levels have been going on for about 3 weeks. The customer declined troubleshooting, however, stating that he would be seeing his doctor soon. He did not know the blood glucose reading. Nothing further reported.